Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia of value 400 mg/dl. The customer other relevant blood glucose value was 120 mg/dl. Customer stated needle was hard to remove also they receive insulin flow block alarm. Customer reported alarm did not occur during fill tubing and event was resolved by changing complete set. Customer stated after reporting no delivery and set issues, they reported a high blood glucose after seeing a bent cannula. Customer did not want to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.